Event description:
As reported, a bakri tamponade balloon catheter was used to treat post partum hemorrhage (pph). Prior to device placement, the patient lost about 600 ml of blood. The bakri was placed transvaginally and did not come in contact with any metal instruments. Water was injected after device placement, and the balloon would not inflate. The device was removed from the patient, filled with water, and found to be leaking. The procedure was completed by using another new device. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: name and address: postal code: (B)(6). H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2024; it was reported that the patient received a "500ml" blood transfusion. The estimated blood loss after the device failure was about 700-800ml.

Manufacturer narrative:
Event description: as reported, no additional information was provided regarding patient pre-existing conditions, anatomy, etc. A bakri tamponade balloon catheter was used to treat post partum hemorrhage (pph). Prior to device placement, the patient lost about 600ml of blood. The bakri was placed transvaginally and did not come in contact with any metal instruments. Water was injected after device placement, and the balloon would not inflate. The device was removed from the patient, filled with water, and found to be leaking. The procedure was completed by using another new device. The estimated blood loss following device use was ~700-800ml. The patient received a 500ml blood transfusion. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One, used, bakri tamponade balloon catheter was returned in opened packaging. The balloon was leak tested, revealing a small leak in the balloon material. Tool marks were observed at the point of leakage. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU) that is packaged with the device was reviewed for relevant information pertaining to the reported failure mode. Relevant information within IFU includes: ¿how supplied: upon removal from the package, inspect the product to ensure no damage has occurred." Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.